Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in an unspecified vessel was attempted with a proglide device, relative to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, no suture was present when the proglide plunger was removed. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Corrections: lot #. MFR site - reg # and contact name. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to filing of the initial report, additional information was received. It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7f sheath after an interventional (tavi) procedure. This was closure of the smaller 7f access site. No additional information was provided.